Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned or was destroyed. Further investigation not possible without device. Event included in monitoring systems and event related to utilization of another manufacturer's guidewire in the pacemaker lead for this event.

Event description:
It was reported during the implant procedure that another manufacturer's guidewire was placed in the lead, it became stuck and required some force to remove it that it was believed the lead may be damaged. The lead was not used. No patient complications have been reported as a result of this event.